Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site. Block h11: investigation results: based on the available information, boston scientific was able to confirm the reported event of stent partially deployed. The investigation concluded that the observed event of sheath kinked was most likely due to procedural factors such as excessive force and/or manipulation of the sheath. The stent did not expand when fully deployed. After putting the stent in warm water, the stent expanded and formed its designed shape. Stent expansion rates can be also negatively impacted by the following factors: compression, time, temperature, and humidity. Slow expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. The observed problem of stent partially deployed is known and documented in the labeling. In addition, it was reported that the axios stent was intended to be placed for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated to be placed transgastrically into the intestine; therefore, the reported code of use of device issue-misuse could be confirmed. A review and analysis of all available information indicated the most probable cause is cause linked to device but unable to trace more specifically. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent was partially deployed, and the distal flange was not fully exposed. The stent hub was in the zero (0) position, and the outer sheath appeared to be kinked near the luer. Functional inspection was performed by pulling the stent hub up to second position without difficulties. The distal flange fully expanded. The stent hub was then pulled from second to fourth position. The stent was fully deployed, and expansion of the proximal flange was observed. After placement of the stent in a warm water bath, further expansion of the proximal flange was noted. Media inspection was performed, and x-ray images showed no damage or defects to the device. No other issues were identified with the stent or the delivery system. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device. Risk review: a review of the axios stent dfmea and hazard analysis was completed and confirmed that the events of stent partially deployed and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted transgastrically into the intestine to treat a gastric outflow tract obstruction during an endoscopic ultrasound (eus-ge) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent could not be deployed completely. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications as a result of this event and the patient condition following the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed for a gastroenterostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated to be placed transgastrically into the intestine.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted transgastrically into the intestine to treat a gastric outflow tract obstruction during an endoscopic ultrasound (eus-ge) gastroenterostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent could not be deployed completely. The stent was removed, and another axios stent was used to complete the procedure. There were no patient complications as a result of this event and the patient condition following the procedure was reported to be stable. Note: it was reported that the axios stent was intended to be placed for a gastroenterostomy procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not indicated to be placed transgastrically into the intestine.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site.